Event description:
It was reported to sales from surgeon that a patient who underwent mitral valve replacement on (B)(6) 2013 with an edwards bioprosthetic valve, now presents with mitral regurgitation - central leak. The reporting surgeon provided echocardiography imaging for edwards to review. The implant operative report was obtained, and indicates the following: " catheterization demonstrates a 50% rate coronary stenosis and there was severe mitral incompetence seen with a prolapsed anterior leaflet related to chordal rupture on transesophageal echo... It was difficult to expose this [native] valve, but when we did, we saw that there were two major issues, chords to the anterior leaflet, approximately a2 area, were ruptured. This did not appear to be papillary muscle rupture¿ with the severe posterior problem, I did not think simple ring and chordal reattachment or triangular resection of anterior leaflet would be sufficient. The mitral annulus was also severely calcified. Interrupted ethibond sutures were placed carefully through the native leaflet. This was done after the anterior leaflet was divided. I tried to spare as much leaflet tissue and to use these attachments to allow chords to be spared. I also divided the posterior leaflet in 3 areas so that we could spare chords to the posterior leaflet¿the [subject] device was lowered into place and the sutures were tied and cut. The valve appeared to seat nicely and functioned appropriately...the patient was taken to the ICU in good condition having tolerated the procedure well.¿

Manufacturer narrative:
The reporting surgeon provided echocardiography imaging cds; independent review of the provided echo imaging indicates the following: " there is mild-to-moderate or moderate mr associated with the mitral bioprosthesis, with a central (not paraprosthetic) jet origin. Abnormal motion of two of the mitral leaflets suggests the possibility of a suture loop affecting bioprosthetic leaflet motion." As the subject device remains implanted, the root cause of the exhibited central regurgitation cannot be conclusively determined. However, echocardiography imaging review suggests abnormal leaflet motion which may be related to implantation technical factors (suture looping) and/or patient anatomy (interference with subvalvular apparatus). The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Follow up with the reporting surgeon to obtain patient and device status is ongoing with no response as of this writing to indicate any planned or scheduled intervention. Additional information will be reported if provided.